Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that there was a type 1 endoleak found with stent graft migration to 2.7 cm below the lowest renal artery and the aneurysm has enlarged to 7.6 cm. The aortic neck is 25.6 mm in diameter at the renal arteries and 1 cm lower it is 28.8 mm. There is good iliac fixation. The iliac stent graft on the left side is 1 cm from the hypogastric artery, but can't tell where it is at on the right side. The migration is attributed to disease progression and stent graft low in the aortic neck to begin with. The plan is to treat the pt with another manufacturer's aorto-uni-iliac and a fem-fem bypass at a later date. No additional clinical sequelae were reported.